Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was unable to be reproduced during evaluation due to a constant unrelated alarm; however, the device was sent for travel verification with failing results. Both finger and valve travel were found to be out of specification. Further inspection of the internal components found the mechanism to have been swapped outside of baxter medina. The mechanism installed in the device was found to belong to another device. The mechanism and pressure plate travel setup are calibrated at the time of manufacture or service to ensure proper flow accuracy; when the mechanism is swapped, the flow accuracy is no longer calibrated to defined release specifications. Although the allegation cannot be verified due to an ancillary failure, it is possible that the outside adulteration to the device may have created a situation in which an over-infusion may have occurred. Due to the received condition of the device, it has been rendered unrepairable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.